Event description:
Customer reported ventilator ceased to function and display blanked. There was no reported patient injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when investigation has been completed.